Event description:
A report was received that on (B)(6) 2016, while using the a2003 radiolucent 2000 base system clamp, the doctor was concerned with the amount of movement in the actual clamp itself, not the connections to the adapter or bed. The two pieces of the clamp had play when applied to the head. The doctor voiced concern about movement when using stealth technology. There was patient contact however no report of patient injury and it was unknown if there was any delay in surgery due to the product problem. It was considered an out of box failure.

Manufacturer narrative:
Integra has completed their internal investigation on 24 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it should be noted that product ID (B)(4) was received under sr# (B)(4) and not an (B)(4). Also this device was sent in for routine maintenance as such this inspection was not based around the reported failure. Although rotational movement was observed this device was serviced back to full working order. Device history record reviewed for product ID (B)(4) code/work order: (B)(4) -- manufactured on 23-oct-2013 show no abnormalities related to the reported failure. A total of (B)(4) were produced of this lot and all passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to " movement in the clamp" for this product ID shows that (B)(4) complaints were received with (B)(4) reported on the same date by the same customer. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary: general maintenance was required as this device was manufactured in 2013 with no prior service history. An in service is being recommended to ensure customer satisfaction.